Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: choy, won-sik, et al (2015) surgical treatment of pathological fractures occurring at the proximal femur. Yonsei med j 56(2):460-465, 2015. This report is for unknown pfn-a, unknown quantity, unknown lot UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article, choy, won-sik, et al (2015) surgical treatment of pathological fractures occurring at the proximal femur. Yonsei med j 56(2):460-465, 2015. A retrospective study of nineteen patients with pertrochanteric and subtrochanteric metastatic pathological fractures were operated on between 2006 and 2012 at a single institution. The mean age was 65.7 years (range, 42-87), the patients comprised 8 males and 11 females. Long proximal femoral nail antirotation (pfna; synthes, (B)(4)) of the cephalomedullary nail device was used in all cases. Postoperative complications included the following: patient 7, (B)(6) female who experienced nail breakage requiring removal of the broken intramedullary nail, and resection of the proximal part of the femur followed by joint replacement surgery with a bipolar hemiarthroplasty. This is report 2 of 2 for (B)(4). This report is for unknown proximal femoral nail antirotation.